Event description:
It was reported that the right atrial lead was fractured on the inner coil, near the clavicle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) partial lead was returned in segments, analyzed, and the distal conductor was found to be fractured. It was also noted that all conductors were distorted, all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the outer tubing overlay was kinked/buckled, all insulators were torn, the outer insulation was breached cut, there was a white substance on the outer insulation, there was blood in/on the helix/lobe mechanism, and the lead was stretched. Analyst visual comment indicated that there was severe explant damage and it could not determined where the anchor sleeve was located.